Event description:
Complainant states that his total knee prosthesis failed necessitating its removal. No other info was provided to co.

Manufacturer narrative:
D.1.6., h.4.-catalog no. & lot no. Has been received for the products involved in this event as follows: device brand name is amk total knee system. Catalog #1488-09-00 lot # 562710 MFR date 6/10/91. Cat. #1488-70-00 lot #710460 MFR date 4/26/88. Cat. #1488-83-000 lot #913550 MFR date 7/29/92. Cat. #1888-35-000 lot #513070 MFR date 10/1/92.